Event description:
Per the audiologist, the patient reported facial nerve stimulation and pain when using the cochlear implant system. Results of an integrity test done two times in 2007 were unclear. A CT scan done (date not reported) confirmed all the electrodes were in the cochlea. The patient has discontinued wearing the device. Explantation/reimplantation was recommended. The patient had not made a decision about reimplantation at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.